Event description:
The pt experienced a seizure when one of her two implantable neurostimulators (ins) was being programmed. The seizure lasted approx 45 seconds and the pt received immediate medical treatment. She underwent a battery of tests and exams and was given pain relief via a cannula and she left hospital that night. A CT scan of the brain revealed no abnormalities. Both inss were turned off. The pt experienced a return of head pain after the seizures when her devices were off. Both devices were later turned back on and the pt experienced pain relief. She returned to pre-event status with no residual effects. Her ins was reprogrammed to its initial settings. The pt recovered without sequela. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).